Event description:
It was reported that during insertion procedure of a hemodialysis catheter, when the dilator was removed from the sheath, the valve seal did not hold.

Manufacturer narrative:
Received one 16f flowguard vascu-sheath dilator. The dilator is intact with no visible defects. The sheath has been split into two pieces. The device was forwarded to the manufacturer for evaluation. When the results of the manufacturer's evaluation are received a final report will be submitted.